Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that on the 3rd firing of the sw100 device, a small piece of metal (enclosed) from the suture cartridge, fell into the patent (it was retrieved). Subsequent firings using the same device were made without incident.